Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. The patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. "On 3rd day it kept beeping; rep told me to turn it off then on, it solved the problem."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient felt stimulation was too high and it was uncomfortable and causing her pain. The patient's device was set on program 4 at 1.0 v, and the patient had never changed it. It was noted that the patient was working in her yard and was bent over. When she tried to stand, she had a sharp pain in her back and she was dry until today. It was indicated that until today, the patient had no problems with the device. The patient felt stimulation now and had soreness in her labia. It was noted that since implant, the patient has had open heart surgery, gastric bypass and mini-strokes, but the patient was not relating those incidents to her device. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v589285, implanted: (B)(6) 2011. Product type: lead. (B)(4).